Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking near top of an IV tubing discovered at shift change while lines were being assessed. No additional information has been provided; there was no patient harm.